Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), vaginal infection ("vag. Infect."), bladder disorder ("bladder probs"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, female sexual dysfunction, vaginal infection, bladder disorder, hormone level abnormal, migraine, headache, gastrointestinal disorder, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('coil embedded in other tissue'), device breakage ('breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), vaginal infection ("vag. Infect."), bladder disorder ("bladder probs"), migraine ("migraine"), headache ("headaches"), abdominal distension ("gi conditions/bloating"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety") and acne ("acne") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, embedded device, device breakage, genital haemorrhage, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, female sexual dysfunction, vaginal infection, bladder disorder, hormone level abnormal, migraine, headache, abdominal distension, alopecia, fatigue, vaginal haemorrhage, anxiety, acne and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received. Reporter information added. Abnormal bleeding (vaginal), anxiety, acne, coil embedded in other tissue, perforation (fallopian tube(s)), weight loss added. Event gi conditions were updated as gi conditions/bloating. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), vaginal infection ("vag. Infect."), bladder disorder ("bladder probs"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, female sexual dysfunction, vaginal infection, bladder disorder, hormone level abnormal, migraine, headache, gastrointestinal disorder, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was updated to pelvic pain. New events added - breakage, expulsion, gen. Abnorm. Bleed, chronic abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), vag. Infect., bladder probs, hormonal changes, migraine, headaches, gi conditions, hair loss and fatigue. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.